Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that during the prime process, she is receiving a prime/delivery alarm and that insulin continues to drip after motor stops. Customer also stated that the drive support cap is flush. Customer's blood glucose level at the time was 135mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched lcd window noted.